Event description:
Pt suffered from an ulcerated distal aorta. The thrombus present in the aorta was "showering" down into the iliac artery to the legs. Physician elected to treat the ulcerated area by deploying two zenith main body extensions in the dilated area to cover and seal off the thrombus. Access vessels were very small measuring approx six millimeters in diameter, however, the device was able to be advanced and deployed. When attempting to remove the introducer sheath, while pulling the sheath back over the wire, the vessel gripped the sheath; unable to stretch, ruptured. The ruptured iliac artery led to a bleed, resulting in stress upon the heart. While still in the or the pt underwent a myocardial infarction and expired.